Event description:
It was reported that t:slim x2 pump battery did not charge and triggered low power and power source alerts, although pump did not shut down or become unable to turn on. There was no reported impact to the customer¿s blood glucose level. Customer confirmed power outlet was working, left pump connected for extended charging, and ultimately resolved issue by switching to new tandem charging cable and wall adapter that had been provided with replacement pump, after which pump began charging and no further assistance was required.